Event description:
It was reported that prior to the implant of a transcatheter valve in the native annulus, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Following the implant of the valve, prior to slowly withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. Upon withdrawal of the dcs, the valve dislodged due to interaction with the dcs. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 5 millimeter (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After valve dislodgement, the implant depth on the ncc was -20 mm, and the implant depth on the lcc was -20 mm. Subsequently, a non-medtronic snare was used to retract the valve into the ascending aorta, and a second transcatheter valve was implanted in the annular position.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID: evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date: (B)(6) 2025, the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: three media images and one still image was provided. There was no fluoroscopic valve check image provided therefore we cannot confirm or deny the valve was loaded properly. An executive summary was provided for anatomical considerations. It was reported that prior to the implant of a transcatheter valve in the native annulus, a pre-implant balloon aortic valvuloplasty was performed due to calcification. Evidence supports the implant depth on the non-coronary cusp (ncc) was approximately 5 millimeters (mm), and the implant depth on the left coronary cusp (lcc) was approximately 5 mm. It was reported that following the implant of the valve, prior to slowly withdrawing the delivery catheter system (dcs), the nosecone was centered within the frame inflow by slightly retracting the non-medtronic guidewire. Upon withdrawal of the dcs, the valve dislodged due to interaction with the dcs. Evidence does support valve dislodgement at full deployment. As reported, the implant depth on the ncc was -20 mm, and the implant depth on the lcc was -20 mm. Consequently, the dislodged valve was snared, and a second valve was implanted. The dislodgement event was not captured therefore the cause of the dislodgement is undetermined. As listed in the instructions for use (IFU), potential risks associated with the implantation of the valve may include, but are not limited to, the following: prosthetic valve migration/embolization. Updated data: b5. D4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the cause of the dislodge was due to outflow crown interaction with the nose cone of the dcs.